Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the stapler wouldn't work. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact.should the information be provided later, a supplemental medwatch will be sent.anvil crimp the analysis showed that an ats45 device was received with a 6r45b cartridge loaded on the device. The returned reload was unfired and in good visual conditions. Additionally it was noted to have insufficient anvil crimp. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. While no conclusion could be reached on what caused the damage to the anvil crimp.